Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a competitor that the right ventricular lead pacing impedance spiked twice and was otherwise trending normally before and after the spikes. The lead remains in use. No patient complications have been reported as a result of this event.